Event description:
The customer reported the system displayed a communication failure error message. This error will likely cause the system to lockup or not to boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.